Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced clinician not alerted/aware of possible patient fall. There was a patient fall, but no serious adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer; no defect or malfunction was found. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no device problem found there was no remedial action taken. This device is not labeled for single use.